Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain as result of bulging of the left cylinder. The device will no longer inflate or deflate, and the cylinders have migrated below the glans. The ipp was explanted. There were no additional patient complications reported.